Event description:
Philips received a complaint on a patient information center ix (pic ix) indicating that the speaker of the central system does not work. There was no sound alarm. The device was in clinical use at the time the issue was discovered. There was no adverse event or patient harm reported.

Manufacturer narrative:
D4: several attempts were made to obtain the serial number and UDI information. E1; reporter institution phone number (B)(6). E1: reporter phone number: (B)(6). A philips remote service engineer (rse) spoke to the customer biomedical engineer. The biomedical engineer indicated that the speaker of the control panel does not work and replaced it with one in his possession. The problem had been resolved, however did not provided further information. Based on the information available conducted we were unable to replicate the reported problem. However, a failure could not be ruled out. The cause of the reported problem was not confirmed, as the issue was resolved without philips service. The customer replaced the speaker that was on hand to resolve the issue. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.